Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/09/2015 with the following findings: the pump's black box showed no evidence of loss of prime or any activity outside of normal use of the pump. The pump¿s cover was removed and no intermittent condition was found to the force sensor circuit.